Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited a steady increase in pacing impedance measurements which had exceeded 2500 ohms on the right ventricular (rv) channel. Additionally, no capture was observed despite maximum device outputs. A product performed issue with the competitive rv lead was suspected but not confirmed. A revision procedure was performed and this device and the competitive lead were explanted and replaced. No additional adverse patient effects were reported.